Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that caller was seeing power on reset (por) on the patient programmer. It was reviewed that the therapy has stopped due to the power on reset. It was reviewed how to clear the por. The therapy was able to be turned back on and troubleshooting resolved the issue. No symptoms were reported. No further complications were reported or anticipated with this event.